Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the wake button was stuck. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. The customer was using an alternate pump for insulin therapy.